Manufacturer narrative:
MFR site eval: sample received: 1 open pouch. Analysis and results: there are no previous complaints of this code batch. There are no units in stock. Received one open and used sample. Without any closed sample an analysis cannot be carried out in order to make a decision. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: complaint is not justified. Correction/preventive actions: na.

Event description:
Country of complaint: (B)(6). The thread was broken during closing the fixation.